Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation a farawave catheter was selected for use. The catheter was inserted into the body and left superior pulmonary vein and ablation was performed. Upon movement to the left inferior pulmonary vein there was bubbles from the tip of the catheter when moving the guide wire. The physician asked for a new catheter and was able to safely remove the device out of the body. The procedure was completed without any patient complications.